Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited the site on (B)(6) 2015 and confirmed that both the battery and charger voltages were normal. The reported event was not replicated during the inspection. As a preventive measure the medtronic representative replaced 8 units of the motion batteries. The batteries were sent to site, but no part returned to manufacturer so no analysis could be completed. System functions as intended. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when they were putting the imaging system away a low battery level message appeared and the motion battery indicator was not lit. There was no patient present when this issue was identified.